Manufacturer narrative:
Continuation of medical devices: 429888 lead implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance on multiple vectors. No intervention was taken and the lv lead remains in use. No patient complications have been reported as a result of this event.